Manufacturer narrative:
Final analysis found normal device characteristics.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with premature battery depletion. The device was explanted. The patient was stable before and after the procedure.